Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the arthsco,4/140_30_qik/strkr hub scope are blurry. The complaint device was received and evaluated. Visual observation was revealed that the iscope is extremely blurry and not fit for surgical procedures .the reported failure can be confirmed, and the probably cause of the damaged in the unit, can be related at the use continue in a long time without a maintenance or preventive service. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales representative via call that arthsco,4/140_30_qik/strkr hub scopes were blurry during a surgical procedure. It was reported the procedure was completed with the blurry scope and no patient harm or surgical delay occurred.